Manufacturer narrative:
Manufacturer evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed. And no parts were returned for failure analysis. Therefore, the investigation was not able to confirm, a device issue that could be associated with the reported event. The device history records (DHR) were reviewed, for the available lot number. The device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures. And a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No updates required.

Event description:
No updates required.

Manufacturer narrative:
Corrected data - f6, f11, f13 manufacturer evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product columbus ps femoral comp cemented f2l. Specifically, it was reported that a total knee revision was performed due to implant loosening. The original surgery was believed to be done in (B)(6). A competitor component was used for the revision surgery. The patient outcome was good. Additional information has been requested but not yet received as of this report. The adverse event is filed under reference (B)(4).